Manufacturer narrative:
(B)(4): the customer reported that there was a failure to alarm for low spo2 levels. The hospital staff could not reproduce any problems with this monitor. Philips has not yet been informed of alarm delay or alarm averaging settings for this monitor. The available info is not yet sufficient to support that there was any malfunction. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was a failure to alarm for low spo2 levels. No pt harm was reported.